Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.